Event description:
An equipment coordinator reports during a vitrectomy procedure the tank pressure dropped drastically. The tank pressure was increased and the system reset and surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).